Manufacturer narrative:
Insulin pump received with operational currents within spec and passed self test and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Electrical board received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was 140 mg/dl. The customer stated that they did get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.